Event description:
A customer in (B)(6) notified biomérieux of a false susceptible result for vancomycin when testing an enterococcus faecium strain from a patient isolate on vitek®2 ast-p655 test kit (reference (B)(4)). The customer reported testing the enterococcus faecium isolate (ample origin: swab rectal area) three (3) times on the impacted lot of vitek®2 ast-p655 card: first test provided vancomycin (vanco) mic value <=0.5 mg/l, susceptible result and teicoplanin (teico) mic value >= 32 mg/l, resistant result with a vana phenotype, set up from chromvre screening plate. Second and third tests provided vanco mic value <=0.5 mg/l, susceptible result, teico mic value <= 0.5 susceptible result set up from columbia blood agar (bd). When the customer performed a pcr, the isolate was identified as vana negative and vanb positive. Then, the vancomycin mic value should have been resistant because we are in presence of a vanb phenotype. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a false susceptible vancomycin (va) result when testing an enterococcus faecium strain from a patient isolate on vitek®2 ast-p655 test kit (reference 421913) on vitek2 v7.01. Quality systems (qs) performed a search for all complaints against ast-p655 card lot 8050655403, and no trend was indicated for this card lot. Qs review of the most recent quarterly trend report, q1 2018, and no out of control points were identified for this issue. The customer's submitted strain was subcultured on cba (biomerieux) medium, under aerobic atmosphere. Identification was confirmed to enterococcus faecium with the vitek 2 gp ID card and vitek ms v3.0. Testing included ast-p655 cards from one customer lot (cl : 8050655403) and a random lot (rl: 8050348103), and microdilution (bmd) as the reference method for vancomycin (va04n) formulation used in this card. Vitek 2 results : va mic <= 0.5 mg/l susceptible on both cl and rl card lots bmd result : va mic = 8 mg/l resistant. The false susceptible result obtained by the customer was reproduced in-house. The vitek 2 vancomycin mics are in essential agreement error (gap >1 doubling dilution) with the reference mic (bmd) and leads to a very major category error for the strain tested. Further investigation of the false susceptible vancomycin results with e. Faecium will involve a performance study.

Manufacturer narrative:
A performance study was performed by biomérieux to complete further investigation into the report of false susceptible vancomycin for enterococcus faecium. Contemporary strains of enterococcus (e. Faecalis, e. Faecium) isolates were tested by vitek® 2 vancomycin (ast-p606 and ast-p646) containing vancomycin (va04n) as well as broth microdilution as the reference method for this formulation. Isolates were obtained from the recent gp19 and gp20 trials, and european e. Faecium were obtained from external sites. This testing generated 272 results for final analysis. The performance comparison using eucast breakpoints demonstrates that category agreement was not significantly less than the established performance, and the major and very major errors rates were not significantly greater. Although essential agreement was significantly less than the established performance, the observed essential agreement rates were greater than 95%, which exceeds the industry standard performance criterion of at least 90% essential agreement. The performance comparison using clsi breakpoints demonstrates that the major and very major errors rates were not significantly greater than the established performance. However, essential agreement and category agreement were significantly less than the established performance. For these cases, the observed essential and category agreement rates were greater than 95%, which exceeds the industry standard performance criterion of at least 90% agreement. This study provides objective evidence of the current performance of vitek 2 vancomycin when testing enterococcus species (e. Faecium and e. Faecalis) and concludes that these data exceed industry standard performance criteria when testing contemporary clinical isolates. The data from this study demonstrate that there has not been a significant shift in performance for enterococcus spp. (E. Faecium, e. Faecalis) compared to the established performance claims.